Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets had missing tip or wrong position of tip, so it cannot be sprayed. The hospital implemented visual inspection for their storage, but unfortunately all cb-1000 (12 q'ty) don't have plastic part in the tip. No patient involvement.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets had missing tip or wrong position of tip, so it cannot be sprayed. The hospital implemented visual inspection for their storage, but unfortunately all cb-1000 (12 q'ty) don't have plastic part in the tip. No patient involvement.

Manufacturer narrative:
Internal complaint number trackwise# (B)(4). Autonumber # (B)(4). Signs of clinical use and no evidence of blood was observed. The device was returned in the sterile barrier unopened indicating that the device was never used. There were no visual defects observed. The sterile barrier was opened to inspect the device. No non-conformities were observed with the blower mister. The fine mist tip and the saline tube appeared intact. There were no missing components. Based on the return condition of the device and the investigation results, the reported failure " component missing" is not confirmed. The certificate of conformance ( c of c) was reviewed for the reported lot number. The vendor certifies that the device lot conforms to all product specifications and requirements.